Manufacturer narrative:
H6: investigation summary: customer reported a failure on a bd bactec fx top instrument (p/n 441386, s/n (B)(6)). Customer indicated about the false positives. No erroneous results were reported to doctors, and patients were not impacted. The bd remote assistance communicated with the customer and confirmed that the false positives are caused due to the temperature fluctuation. This is an unconfirmed failure of the bd product as the issue is caused due to the ambient temperatures. Review of device history record for this instrument is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Device was installed on 10/7/2020. Service history review was performed for this instrument and no additional work orders were observed for the complaint failure mode reported. Samples were not received by quality for investigation. If samples are received at a later date, the complaint may be reopened. The root cause was due to the ambient temperatures. Bd quality will continue to closely monitor for trends associated with this failure.

Event description:
It was reported that while using bd bactec¿ fx, instrument bottom, packaged false positive results were obtained. Confirmatory sub-culture and gram-staining were performed and results were negative. There was no report of patient impact. The following information was provided by the initial reporter, translated from german to english: a lot of positive messages in the bottom device, especially with the mushroom bottles, that can't be the case, no error messages on the device, temperatures are ok, write them down every day, since the weekend.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ fx, instrument bottom, packaged false positive results were obtained. Confirmatory sub-culture and gram-staining were performed and results were negative. There was no report of patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: a lot of positive messages in the bottom device, especially with the mushroom bottles, that can't be the case, no error messages on the device, temperatures are ok, write them down every day, since the weekend.